Manufacturer narrative:
Service was not dispatched as the customer resolved the issue by replacing the reagent syringe assembly. The instrument was in normal operation. (B)(4).

Event description:
The customer reported approximately one fourth cup of clear fluid leaked underneath the instrument and on the counter involving the coulter act 5diff cap pierce (cp). The customer opened the top cover of the instrument and noticed the reagent syringes, on the left side of the instrument, were leaking approximately one teaspoon of clear fluid per instrument cycle. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a risk management plan at the facility.